Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a calcified superficial femoral artery lesion. A 4x60 mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilation and inflated once at 6 atm. However, the balloon only able to partially deflate. The balloon was withdrawn partially inflated and a dissection was noted. An extra stent was used to treat the dissection. An additional balloon was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.